Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare loop was extended and retracted inside the patient without issue once. However, when the handle was actuated in an attempt to deploy the snare loop a second time, the handle slid forward but the snare loop did not extend. No visible damage to the device was noted. After a few minutes of unsuccessful attempts to extend the loop, the procedure was completed using a second captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure. The device's exact failure mode could not be determined; however, the handle's movement independent of the snare loop could be indicative of handle cannula or sheath detachment. As these are MDR-reportable failure modes, this will be considered an MDR-reportable event.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare loop was extended and retracted inside the patient without issue once. However, when the handle was actuated in an attempt to deploy the snare loop a second time, the handle slid forward but the snare loop did not extend. No visible damage to the device was noted. After a few minutes of unsuccessful attempts to extend the loop, the procedure was completed using a second captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure. The device's exact failure mode could not be determined; however, the handle's movement independent of the snare loop could be indicative of handle cannula or sheath detachment. As these are MDR-reportable failure modes, this will be considered an MDR-reportable event.

Manufacturer narrative:
Exact patient age is unknown but is over (B)(6). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the flare to be detached. Additionally, two kinks were found in the working length: one in the wire in the proximal section, and another in the sheath in the distal section. The condition of the returned device rendered functional testing impossible. The condition of the returned device was consistent with the complaint that the handle actuated independently of the snare wire; the complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the flare to detach, which can be perceived as an inability of the snare loop to extend. Therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.